Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708120, serial# (B)(4)implanted: (B)(6) 2009, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3550-39, lot# n200282, implanted: (B)(6) 2009, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient, implanted for lumbar radiculopathy, their device was fully charged but not working. They could not feel stimulation. They had tried to use their patient programmer to increase stimulation but still could not feel it. The patient tried to sync using the patient programmer but had poor communication. They tried syncing again with the patient programmer, this time without the antenna, and were able to sync and saw 1.8v. They plugged in the antenna again and this time it showed the ins icon was empty. They reviewed icons over the phone and the patient pressed the stim on button and then saw the lightning bolt indicating the stimulation was on and they were able to feel stimulation. The patient had been trying that all day the day prior and it would not turn on. The patient typically charges every week but this time they waited two weeks but were still able to connect with the implantable neurostimulator recharger (insr) and fully charge the battery. They had no falls or traumas.